Event description:
The battery was replaced to address the reported issue.

Manufacturer narrative:
Evaluation & service pending.

Event description:
The international customer reported the ventilator backup battery was not working. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Device evaluation and service are pending. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Supplemental report